Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was a new pump user, and delivered a bolus request of 19.92 units, and alleged that the bolus seemed to take longer to deliver. Reportedly, the bolus took several minutes to deliver and the customer thought that it should take 30 seconds to deliver the bolus. Tandem technical support educated the customer on the bolus features of the pump, and stated it would take approximately 19-20 minutes to deliver a bolus request of 19.92 units. The customer understood and stated the information sounded correct. Reportedly, the customer's blood glucose (bg) level was 389 mg/dl, and was addressed with a correction bolus.